Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient was having a revision. The reason for the revision was because the battery was not flat in the pocket and it moved. It was uncomfortable for the patient. The impedances were found to be normal but the battery estimate for the active program showed 90-100% battery remaining but the stated longevity was 1-6 months. The caller didn't understand why the battery longevity would be so short. The settings were programmed at 1.5 v. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the cause of the battery issues was the patient had a fall sometime in august, but was unsure of the date. The pocket revision was successful and the battery as laying correctly in the pocket.